Event description:
It was reported that during a lobectomy procedure, the device did not staple. The surgeon had to complete the operation manually. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.